Event description:
The internal defibrillator paddles did not seem to be discharging the right amount of joules. We switched to another set of defibrillator paddles and it still did not seem to be working properly. The anesthesia tech then brought another defibrillator into the room and it worked properly. The anesthesia tech took the other defibrillator out of room and gave it to biomed. Both the paddles and defibrillator were tested by a biomed technician. The defibrillator tested fine with no problems found. However, while performing continuity test on the internal paddles, the technician found readings greater than 1 ohm.